Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported premature activation was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the moderately calcified anatomy and/or other devices resulted in the reported/noted sheath separation; thus resulting in the reported premature activation. Manipulation to remove the stent resulted in the noted stent damages (multiple bent/ stretched/ overlapping/ separated struts). The treatment appears to be related to the operational context of the procedure as the deployed stent was removed via use of hemostats. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attached: user facility medwatch report #mw5114829.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with moderate calcification. The 6.0x100mm absolute pro vascular self-expanding stent system (sess) was advanced without resistance using a 6french (fr) sheath, however, before the device exited the sheath, it was noted to be about 1 inch exposed. The stent then deployed on its own, with a portion of the stent deployed outside the sheath and in the vessel, and a portion deployed in the sheath. The physician did not turn the thumbwheel and the stent delivery system was in the locked position. No portion of the stent was exposed prior to advancement into the anatomy. The stent delivery system was removed without difficulty. The deployed stent was removed via use of hemostats. There was no adverse patient sequela and there was no clinically significant delay in the procedure. Returned device analysis identified that there was a combination of both a radial and longitudinal separation on the stent sheath. The account was aware of the sheath separation and the separated portion was retrieved by simply pulling it out by hand over a 0.035 guide wire. Nothing was left in the patient. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with moderate calcification. The 6.0x100mm absolute pro vascular self-expanding stent system (sess) was advanced without resistance using a 6french (fr) sheath, however, before the device exited the sheath, it was noted to be about 1 inch exposed. The stent then deployed on its own, with a portion of the stent deployed outside the sheath and in the vessel, and a portion deployed in the sheath. The physician did not turn the thumbwheel and the stent delivery system was in the locked position. No portion of the stent was exposed prior to advancement into the anatomy. The stent delivery system was removed without difficulty. The deployed stent was removed via use of hemostats. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.